Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported the ins recharger (insr) started making noises and acting crazy like it had before. The patient stated they were attempting to reset the insr to resolve the issue, but the screwdriver slipped in their hand. The patient stated they have limited functionality with their hands because of their complex regional pain syndrome from previous back surgeries unrelated to the device. The patient stated removing the screw was difficult for them, and when the screwdriver slipped, it stabbed their right thumb and there was blood all over the place. The patient spent the night in the emergency room and they needed stitches. The patient mentioned the screw could be larger with a larger hole to reset the device. Additional information was received from the patient. It was reported that the patient had to go to their neighbor's on (B)(6) 2017 to reset their insr 13 times. The patient was very upset that the field staff had not contacted them and was speaking with an attorney. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient was on her fifth recharger and it was beeping. It was reviewed that the patient should plug in the recharging system to the wall while charging her device. No further complications were reported.